Manufacturer narrative:
This report is submitted on april 12, 2022.

Event description:
Per the clinic, the patient experienced inflammation, crusting and pus seeping from the abutment site. Treatment for the infection unknown. The implant remains in-situ. Further information is being sought from the clinic.